Manufacturer narrative:
The insulin pump passed self test and displacement test. Hardware low level failure alarm (variable info=3) confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. Blood glucose was 143 mg/dl. Troubleshooting was performed. Customer was able to successfully clear the alarm. The customer stated that the insulin pump stop working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.